Event description:
There was no pt involved in this event. This device malfunctioned because the shock button does not light up when tested. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The history log for the returned pad device had been erased. The device was disassembled for investigation. There was corrosion revealed on the membrane tail. The corrosion had completely decayed part of the track 6 which is part of the circuitry for the shock button fails to light up when tested was attributed to corrosion on the membrane that eventually went through the track on the shock led circuit. Testing the device confirmed that the shock button remained functional and the device was capable of delivering therapy. The fault was limited to the leds surrounding the button. Previous experience has shown that faults of this nature can be attributed to the failure of the membrane caused by adverse environment conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.